Event description:
During use of syringe to deflate foley catheter bulb and remove, the syringe being used broke - the plunger cracked off of the plunger. 2 syringes were used to remove the foley - 1 broken syringe and 1 functional. I have the packaging from both, but am not able to determine which is for the broken syringe.